Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank and the snubber board were replaced and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had an overload fault error message outside a case. No patient injury was reported.